Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the pt cannot increase the stimulation amplitude. A diagnostic test of the lead found all contacts to be invalid. He was referred for an x-ray, however, the results have not been made available. The pt is working closely with his physician to determine the next course of action.